Event description:
The account stated the architect c4000 front top cover will not stay up and slowly closes back down on its own. No injury was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
The abbott field service representative made an adjustment to the counterbalance on the top cover hinges to resolve the issue on the architect c4000 analyzer. There were no observations of the top cover closing on its own after the adjustment to the hinges was made. A review of the architect c4000, c8000, and c16000 systems as well as historical data for the c4000 top front cover revealed no systemic issue or adverse trends associated with part or the issue described in this complaint of the top front cover descending or falling. The architect system operations manual was reviewed and has adequate information regarding the proper and safe operation and function of the architect c4000 system. Additionally, the architect c4000 system service and support manual provide instructions for routinely checking the c4000 front top cover to ensure correct functionality and provides adjustment procedures if the cover should fail to stay open when raised. Based on the evaluation, the abbott field service representative performed a standard proactive procedure to adjust the counterbalance to resolve the issue and the architect c4000 analyzer is performing acceptably.